Manufacturer narrative:
The suspect device was returned for evaluation and there is a confirmed crack on the one-way white stopcock housing and its luer. The possible factors involved could be due to the molded-in stress presence in the housing and residual stress due to manufacturing processes. The luer crack might be due to the overtightening of the luer. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges leakage occurred from the three-way stopcock. The procedure was completed after replacing it with a new product of the same item number. No patient injury.